Event description:
It was reported that a pt had atrial fibrillation and complaints of shortness of breath. Undersensing was observed on the rv lead. While performing a manual in clinic test the sensing values were varying. The patent was scheduled for an av nodal ablation and it was noted that the under sensed event occurred after another sensed event. Reprogramming changes were recommended.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.